Event description:
The customer alleged that while running their integra 400 analyzer, an error message was generated. The customer replaced a fuse. When the customer attempted to re-start the analyzer, smoke came out. The customer stated a fuse lamp went off and the part which housed the fuse was melted and burnt. The customer stated the printed circuit board was broken. The fuse was replaced again, but the analyzer still would not start. The customer stated the computer was on. No adverse events occurred.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
When the analyzer's photometer was replaced in (B)(6) 2012, the fuse was not updated from 6.8 amos to 8 amps. The lower amp fuse has greater current loss over the fuse holder, leading to too much heat building up on the fuse holder. The 8 amp fuse reduces the current loss over the holder. The customer was instructed to use the 8 amp fuses.